Event description:
Philips received a complaint by the customer on the v60, indicating that a 1104 "backup alarm failed" alarm error occurred. At this time, it is unknown if there was patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the device alarmed for backup alarm fail. It was recommended to change the power management (pm) printed circuit board assembly (pcba), but it was recently replaced in april.

Manufacturer narrative:
E1:(B)(6).

Manufacturer narrative:
H10: it was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that a backup alarm failed alarm error occurred. It was recommended to change the power management (pm) printed circuit board assembly (pcba), but it was recently replaced in april. The rse advised the customer that the issue could be with the pm pcba, the central processing unit (cpu) pcba, or the motor controller (mc) pcba and suggested performing further troubleshooting to isolate the fault. The customer evaluated the device with the rse and discovered that the error log showed that the backup alarm failed error only occurred once. The customer informed the rse that the device was restarted, and the fault disappeared. The customer performed full testing on the device and left it running all day before returning it to service. The customer identified the fault to be with the cpu pcba, and the rse provided a proposal to the customer for the cpu pcba (software version 3.2) for repair. The investigation is ongoing.

Manufacturer narrative:
H11: 1104-backup alarm failure was confirmed to have occurred during power on self-test (post). Based on this information, this is not a reportable event.

Manufacturer narrative:
H11: the investigation information and conclusion were captured in follow-up # 001. Follow-up # 002 was submitted in error. It was reported that there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) advised the customer that the issue could be with the power management (pm) printed circuit board assembly (pcba), central processing unit (cpu) pcba, or motor controller (mc) pcba and suggested performing further troubleshooting to isolate the fault. The customer evaluated the device with the rse and discovered that the error log showed that the backup alarm failed error only occurred once. The customer informed the rse that the device was restarted, and the fault disappeared. The customer performed full testing on the device and left it running all day before returning it to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
H10: the remote service engineer (rse) advised the customer that the issue could be with the power management (pm) printed circuit board assembly (pcba), central processing unit (cpu) pcba, or motor controller (mc) pcba and suggested performing further troubleshooting to isolate the fault. The customer evaluated the device with the rse and discovered that the error log showed that the backup alarm failed error only occurred once. The customer informed the rse that the device was restarted, and the fault disappeared. The customer performed full testing on the device and left it running all day before returning it to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.